Event description:
It was reported that a revision surgery was performed due to implant loosening.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, the only documents received were implant information and chart sticks. However, no other clinical supporting documents were provided to conduct a thorough analysis of the reported issue. No medical assessment can be rendered. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.